Event description:
Pt had drain in pericardium from coronary artery bypass graft surgery 11/29/94. On 12/1/94, the surgeon was removing the drain when it broke off and the distal portion was retained in the pericardium behind the heart. Pt required surgical intervention to retrieve the retained portion of drain. Pt was discharged from hosp on 12/9/94.